Manufacturer narrative:
The user received sensor replacement alert due to an led issue was displayed to the user for the first time on 18-oct-2025 (day 60 after insertion). An RMA was authorized for the return of the sensor. In-house testing showed that the sensor experienced an led short and a drop-off in led output intensity in both the signal and reference channels. The system's self-test functions operated as intended by disabling the sensor due to the detected performance failure and triggering the sensor replacement alert. As part of the resolution, the user was offered a sensor replacement. B4. Date of this report 16 jan 2026 g3. Date received by the manufacturer? 16 jan 2026 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 4203 h6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.